Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a patient was not showing at the station after two patient accounts were merged. The patient record remained visible on the server in a preadmit status but did not populate on the station, preventing the patient from being available for medication transactions. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-sep-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of this incident, the technical support specialist (tss) advised the customer that only adt message types a01 (admit), a04 (register), or a10 (patient arriving) can transition a patient from pre-admit to admit status. The customer was instructed to have one of these adt messages sent for the affected patient. Tss also explained that, if required, inbound adt messages and associated errors could be reviewed for the visit ID to verify whether any of these message types had been received and processed since the last pre-admit message. The customer confirmed that the issue had been resolved with division support. The system functioned as intended after technical support specialist assisted the customer to resolve the issue.